Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >500 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include dehydration, vomiting, and low blood pressure (50/30). The patient was treated with an insulin drip and was also place on a blood thinner but does not recall the name. The patient was released 8 days after the event. The pod was worn when seeking medical attention.